Manufacturer narrative:
The device was returned with the pusher. The implant, dispenser hoop and introducer were not returned. During physical inspection of the unit, multiple points of damage were found on the pusher. The pusher was severely stretched from the platinum coil toward the distal area of the pusher. Within this stretched portion of the pusher, the lead wires were found to be damaged and the monofilament was found to be severely tangled and damaged. The gold connector was found intact and the heater coil was found without burn marks. A thorough non-detachment analysis could not be performed due to the implant missing and due to the damaged lead wires. The root cause of the reported complaint cannot be definitively determined, but the observed damage is historically related to units that have been subjected to excessive tensile forces.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm, the implant coil did not detach. When the device was withdrawn, the implant coil detached. The delivery pusher appeared damaged. The implant was left in the aneurysm. There was no reported intervention or patient injury.